Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited myopotential over-sensing leading to inappropriate automatic mode switch. No intervention was performed and the patient will further be monitored. The patient was in stable condition.